Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during placement of the atlas stent, the stent was improperly deployed and the delivery wire was stuck and could not be removed. The proximal of the wire was cut at the groin site.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as functional evaluation could not be performed. Based on the information currently available an assignable cause for this event cannot be determined.

Event description:
It was reported that during placement of the atlas stent, the stent was improperly deployed and the delivery wire was stuck and could not be removed. The proximal of the wire was cut at the groin site. Additional information received stated that the event was adjudicated to be device related.